Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and reservoir was attached to a drain. When the suction started after flapping up, the reservoir swelled right away. Another like device was used and no problem occurred. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual and functional examinations revealed that all components are in place and in good condition as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.